Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 led turned yellow, and the prograsp forceps (pf) could not be removed from usm 4. The surgeon decided to remove the pf instrument forcefully while it was grasping unspecified tissue. The tissue was torn when the customer removed the pf instrument. The customer stated that it was not severe. The tse advised the customer to use instrument release kit (irk) next time. The procedure was completed as planned. Isi followed up with site and obtained the following information: the customer did not use the irk to release the instrument as the irk was not sterilized. The customer forgot that the prograsp forceps were grasping tissue when they attempted to remove the instrument. The instrument was removed by force. The tissue that was injured was "insignificant tissue" and there was no impact for the patient. It is unknown if the surgeon had to do any repairs for the injured tissue. There were no post operative complications in the patient. The prograsp forceps is not available for return to isi as there was no visual damage seen. No images/video of the procedure are available.

Manufacturer narrative:
Based on the current information provided, the root cause of the alleged customer reported failure mode cannot be determined. The customer declined to return the instrument to intuitive surgical, inc. (Isi) for evaluation. If additional information is received, a follow-up MDR will be submitted. The logs and case were reviewed by an isi advanced failure analysis (afa) engineer and the following additional information was obtained: there were no errors in the logs pointing to any arms or instruments after the system went into following. It is unknown why the arm led turned yellow. The customer will be able to remove the instrument while grasping tissue as the system will not stop them. If there is an issue with an arm or instrument and the customer is unable to open the grips, they should use the instrument release kit (irk) to open the grips before removing the instrument. This event is being reported due to the following conclusion: during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps had an unclamping issue and was stuck on unspecified tissue. The surgeon pulled the instrument forcefully to remove the instrument, resulting in tissue injury.